Manufacturer narrative:
Philips has started an investigation of this complaint. Philips remote service, through log file analysis, identified a potential issue with the flex viewing pc. A philips field service engineer (fse) inspected the system and identified that the hard disk of the flex viewing pc would not boot up. The fse initially replaced the hard disk of the flex viewing pc and returned the device to clinical use with the agreement that the whole flex viewing pc would be replaced later. The flex viewing pc was later replaced, the software and a new hard disk were installed. The defective part was returned for analysis and the result showed that the hdd bays and hdd were damaged. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device booted into a network error. The system was in clinical use. There was no harm reported. A fse inspected onsite and replaced the flex pc and reinstalled sw which returned the device to use in a good working condition.